Event description:
The customer reporter that the system displayed a "system error detected" error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The system software was reloaded. The system was then found to be operating as intended.